Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked and the battery cap was unable to be tightened securely to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a review of the pump black box data showed pump reboots had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked. There was moisture corrosion observed inside the battery compartment and on the returned battery cap. The battery cap was observed to have stripped threads and was unable to fully attach to the pump; power loss was observed with the returned battery cap. A leak test was performed and a leak was confirmed in the battery compartment. A new test battery cap was able to attach to the pump and was used to complete 24 hour duration testing. No power loss occurred. The pump case was removed, and no evidence of evidence of moisture or damage to the power circuit was found. (B)(4).